Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged after release from the delivery catheter system (dcs). A second transcatheter bioprosthetic valve was implanted. It was reported that the patient had mild aortic valve calcification and there was a sharp flexion between the descending aorta and abdominal aorta. A pre and post implant balloon aortic valvuloplasty (bav) were not performed. No additional adverse patient effects were reported.